Event description:
Braun thermoscan learned of the event when the child's father called on 11/14/1997, reporting low temperature readings. The morning of 11/06/1997, the child felt warm to the touch, yet was complaining of being cold. The father suspected a fever and used the ear thermometer to take his sons's temperature. He believed the reading of "18" was low, but because he thought his son had a fever, he gave a dose of motrin at 11:00 am and again around 7:30 pm. Later that evening, the child was given a bath to bring the fever down. While sitting in the tub, the child seized, reared backwards, and hit his head on the tub. An ambulance arrived at the house 15-20 mins after the seizure. Using their own thermometers, the ambulance team obtained an ear temperature 105f; using a mercury rectal, a reading of 104f was obtained. The next day, the child visited the dr, and a reading of 104 f was obtained. Two shots of antibiotic were administered. The dr advised giving antipyretics, and believed the child had a viral infection. No healthy baseline had been established, the unit was returned without a lens filter, both the membrane and speculum were soiled with ear wax and lint.